Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that she had to be hospitalized for high blood glucose (bg) levels while she was waiting for the replacement pump to arrive. She requested a replacement due to a malfunctioning pump display on (B)(6) 2013, and one was delivered to her within 48 hours. However, as she is pregnant her hcp sent her to the hospital (B)(6) 2013. Her bgs were between 300-400 mg. And he wanted her bg to be monitored in the hospital and did not want to risk putting her on injections and not being monitored she reports nausea but no vomiting; she did not test for ketones but says may have had small ketones, and reports a headache also. She was treated with IV fluids in hospital and subcutaneous injections. She has been discharged and resumed pump therapy on the replacement pump without issue and is now doing fine. This complaint is being reported based on the allegation that a patient had to discontinue pump therapy due to a pump malfunction, then experienced hyperglycemia and was hospitalized.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.